Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device squealed and alarmed unexpected restart after reinserting the battery. Customer's blood glucose was 177 mg/dl. Device also had a blank display. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, the pump powered up properly. The problem was isolated to the electronic stack. Unable to perform the functional testing due to the blank display anomaly. Unable to verify the unexpected restart alarm, audio/beep anomaly or battery out limit alarm due to the blank display. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.